Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported that the stimulator was not working. No patient symptoms reported. If additional information is received a follow-up report will be sent.